Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
The cin was notified directly by the customer. It was reported the device was used during a hysteroscopy and operative laparoscopy. It was reported the trocar sleeve was noted to be cracked during the procedure. It is not known whether the device was in this condition at the beginning of the case or whether the crack occurred during the case. The case was completed with that trocar. Hosp is sending device to risk management before returning to ees. There was no consequence to the pt.